Event description:
This device is at eri indication and was replaced with another pacemaker. The patient fell and both leads became dislodged. The physician programmed the device to maximum outputs to compensate for the dislodged leads until the leads could be repositioned, however prior to the repositioning the device triggered eri.